Event description:
Pt wave forms drop out at central station. The MFR has been working on the problem day 1 and as of 8/2002 has not found the problem. Ohter problems: cannot admit from bedside. Central station not responding when pt has been placed on a portable monitor.

Event description:
Add'l info rec'd from MFR 10/17/02: medical center filed a customer complaint with datascope on july 30, 2002. They advised that their patientnet central station monitoring system had experienced intermittent signal dropouts and signal loss. Datascope has undertaken the following measures to address the customer's complaint: reprogrammed the patientnet transmitters, replaced one transmitter, replaced cables, and added a fiber-optic signal amplifier to the sync line. Datascope subsequently installed three hardwire systems at the site on september 23, 2002. Datascope has requested an analysis report from the MFR of the device. Any evaluation: none. The customer did not provide a specific event date either in the medwatch report filed with FDA or when filing the customer complaint with datascope. Datascope's first service repair for patientnet was performed on july 8, 2002. As noted previously, the customer subsequently filed a customer complaint on july 30, 2002. Medical center has not advised datascope of any deaths or injuries associated with their complaint. Patientnet central station remains at the site at this time. It is respectfully requested that any questions related to the design of the device be submitted to the MFR of the device, ge medical systems info technology.